Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. However, the pump was received with constant e15 alarm, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to e15 alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that pump error alarm. The customer's blood glucose was 300 mg/dl. The customer treated with syringes. Assisted customer in performing a self test. Test passed. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.